Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture in the middle of the catheter. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed multiple bends, kinks and ovalizations. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, and a guidewire. During the procedure, the physician completed the first pass in the target vessel using the cat7. While advancing the cat7 with aspiration through the sheath for the second pass, the physician experienced resistance and, subsequently, lost suction. Therefore, the cat7 was removed. Upon removal, the physician noticed that the cat7 had split longitudinally at the mid-way point. The procedure was completed using another cat7 and the same sheath. There was no report of an adverse effect to the patient.